Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initially it was reported that the ventilator failed pre-use check and information about ordering control printed circuit board (pcb) to solve the issue was provided. Control pcb contains electronics (including microprocessor) responsible for i.a. Inspiratory pressure regulation which can be used during inspiration time in any mode. On-site investigation performed by our field service engineer revealed that the device failed o2 cell/sensor test during pre-use check and replacement of the pneumatic back-plane pcb is required to solve the issue. The reported issue was confirmed in provided device's logs. Pneumatic back-plane pcb is an interconnecting board including connectors for the gas modules as well as cable connectors for the safety valve and the o2 cell/sensor. O2 cell/sensor test calibrates and checks the o2 cell/sensor at 21% o2 and 100% o2. It checks if the o2 cell is worn out. Therefore, this situation is not safety-related, the issue will be noticed before use and appropriate measures can be taken. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to pneumatic back-plane pcb.

Event description:
Manufacturer's ref. #: (B)(4).